Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was observed. The patient did not receive inappropriate therapy. The system was explanted and replaced.